Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, uterus / migration'), uterine perforation ('perforation: fallopian tubes, uterus / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration, perforation: fallopian tubes, uterus, plaintiff did not undergoes essure confirmation test. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, uterus / migration') and uterine perforation ('perforation: fallopian tubes, uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (other (please specify) - hysterectomy). Essure was removed in 2011. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes, uterus / migration') and uterine perforation ('perforation: fallopian tubes, uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (other (please specify) - hysterectomy). Essure was removed in 2011. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received event "abnormal bleeding (vaginal)" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.